Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the medication cassette was "running out" too quickly. The pumps used with the cassette were checked and found to be within factory specifications. No injury was reported.

Manufacturer narrative:
Smiths medical has requested additional information. In response, the reporter has stated the infusion completed sooner than expected which led to infusion to stop and patient was without infusion. Reporter stated the patient felt unwell following this event but no adverse effects reported. The infusion was continued with a replacement device. Five used samples were returned for evaluation. The examination of the returned sample showed no discrepancies. The returned devices were given delivery accuracy testing and all were found to deliver within system specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The reported issue could not be confirmed during device testing. The root cause of the reported issue could not be verified as the device function as expected.